Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: >7.5, lab: 2.6. Customer reported a >7.5 result on fingerstick from one pt. Drew blood immediately and sent to lab; had error 114 using drop from syringe on meter and lab draw gave result of 2.6.

Manufacturer narrative:
Investigation pending.